Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified and the device was found in specification. Evaluation performed downstream occlusion testing at the flow line which resulted in no errors. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No cause was identified and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test multiple times above limit (19.53 pounds per square inch (psi)setting: medium). The event happened during testing in the biomed service department. There was no patient involvement. No additional information is available.